Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the first pass of the device the device became stuck about 2 to 4 inches into the scope. When the device was removed from the scope, it only had one jaw and the other jaw was missing. It was confirmed that the physician was not concerned about the missing piece. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that jaw was broken. Functionally, the device would open and close, but failed due to the return condition. The device riveting and crimping marks were within specification. External analysis of the device determined that fracture surface exhibited elongated dimple ruptures indicative of a bending/torsional action. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the jaw broke. Based on the fracture analysis, the break occurred due to a bending/torsional force applied to the jaw. The directions for use (dfu) indicate that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the first pass of the device the device became stuck about 2 to 4 inches into the scope. When the device was removed from the scope, it only had one jaw and the other jaw was missing. It was confirmed that the physician was not concerned about the missing piece. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)